Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak was occurring at distal end and dirt was present inside the lg lens. Additionally, due to deformation of the up down knob the water tightness was lost. Due to a crack on the scope body the water tightness was lost. The water tightness of the forceps elevator was lost. There was corrosion around the forceps elevator. The air/water cylinder had no color. The scope cylinder had no color. Due to wear of the angle wire, the bending angle in the right direction did not meet the standard value. The adhesive around the objective lens was showing wear. The scope cover had a crack. The grip, switch box, and universal cord were all scratched. All parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had air and water leakages. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.